Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found a partial lead was returned. A lead fracture was noted at 20.5 cm for the connector pin. Analysis found surface abrasion along the length of the lead.

Event description:
This report is to advise of an event observed during analysis.